Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an upstream occlusion alarm occurred while a pump was in use with a patient during infusion. The device failed to start treatment after being connected to the patient. The incident did not result in any injury or require medical intervention. The event occurred while in use with patient during infusion at the clinic. The operator of the device was a health professional.